Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted gastrointestinal bleeding and amaurosis fugax. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: this report was determined to be duplicate to MFR # 2916596-2020-01276. A specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.